Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. An initial elevated tnih result (above assay cutoff) was obtained and reported to the physician. The doctor questioned the result, and the sample was re-tested in duplicate on the same atellica im analyzer, producing similarly-elevated results. Testing using an alternate method produced a much lower ctni result. The customer investigated further by testing using additional methods as well as a heterophilic-blocking tube (hbt), and concluded that endogenous sample interference was likely responsible for the observed discordance. The customer notes that there was insufficient sample to complete a full investigation. It was not clear to the customer which result was correct. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
A customer from outside the united states reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2022-00235 was initially filed on 2022-08-03. Additional information, 2022-08-10: siemens has concluded the investigation. A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Quality control results were within range at the time of the observation indicating that the method was performing as expected. The reproducibility (three similar atellica im tnih results) of the measurements is indicative of a sample/patient-specific cause. It was noted that some of the alternate-method tests also produced elevated results for this patient. The elevated result obtained when the sample was tested using a heterophile binding tube (hbt) indicates the absence of a heterophilic antibody as an interferent. The influence of other potential non-specific interfering substances in the sample cannot be ruled out. No sample remains for further testing by siemens. The atellica im tnih assay is a high-sensitivity troponin I method, whereas the alternate method which produced the conflicting result is considered a conventional-sensitivity method. The assay's instructions for use (IFU) states the following, under limitations: "values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." Under interpretation of results, the IFU states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." In addition, as discussed in the IFU, there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. A product performance issue has not been identified. The customer is operational; no further investigation is required. Notes: 1) in section d4, product expiration date has been corrected. 2) in section h6, the codes for investigation findings and investigation conclusion have been updated.